Event description:
It was reported that the patient presented for magnetic resonance imaging. After the procedure was done, the patient felt the device notifier, and it was noted that the device was in backup vvi without backup defib operation. No resolution was reported, and the patient was stable throughout.